Manufacturer narrative:
Review of device history record (DHR): finished good: (B)(6) lot number: 2306-048 released date: 07/26/2023 expiration date: 04/28/2025 manufactured date: (B)(6) 2023 quantity: (B)(4) units component attributed to the complaint: r3-0152-01 4f x 50cm dual lumen pfm PICC catheter => the component inspection records were reviewed and and found to be in order. => the lot has been depleted in the inventory review of complaints log (year 2021-current): => 11 similar complaints of luer connector cracks/leak have been identified. Review of ncr's and CAPA's (2021- current): => no CAPA or ncr has been recorded that could have contributed to the complaint total sales of PICC product from 2017-2024 = (B)(4) units => occurrence rate = 0.014% review of risk analysis: the risk is identified within the risk analysis. => (B)(4) => index 63 "prolonged procedure/delay in treatment/ replace catheter": "hub crack (leak): damage, exceed torque limits of luer, improper use of chemicals to clean the hub"; => probability of occurrence: 0.01% < p < 0.1% => current occurrence rate: .014% the occurrence rate is within the acceptable frequency rate as outlined in the risk analysis. Retain sample evaluation: leak testing: leak test was performed for both clear and purple luer connectors of the retain sample from the same lot. Clear luer connector: => no leak was observed after applying 90psig for a minimum of 15 seconds. Purple luer connector: => no leak was observed after applying 90psig for a minimum of 15 seconds. Retain sample additional testing: =>the needle-free valve was repeatedly connected and disconnected with considerable force to the luer connector, and no signs of cracking were observed thereafter. Retain and return sample comparison: => the photo below shows the difference between the needle free valve used during treatment and the pfm supplied valve. Return sample evaluation: =>the samples for (B)(6) arrived together in a single package, labeled as 1 and 2, respectively. Returned samples visual inspection: =>the reported competitor valves, bd maxzero (mz1000-07) needle-free valve (labeled as "label1") is still connected to the clear luer connector, whereas the ICU medical needle-free connector (labeled as "label2") remains affixed to the purple connector. Return sample leak and connection testing: => leak testing was conducted on the clear luer connector of the returned sample (label2) . => upon connecting the connector and applying pressure, an immediate leak was observed, confirming the reported leakage. => an attempt was made to disconnect the competitor valve from the purple luer connector; however, it could not be removed due to the overtightened connection. Root cause analysis: after conducting the retain and return sample assessment, the exact root cause of the issue remains undetermined. There is a potential indication that repeated over-tightening of the connection may have contributed to the problem, as evidenced by the difficulty in removing the competitor's valve from the returned sample. However, this cannot be definitively confirmed at this time. Conclusion: the returned sample was verified and investigated. Upon inspection, it was observed that the needle-free valve utilized during infusion was identified as a competitor's valve, differing from the one originally supplied. Subsequent leak testing confirmed the reported leakage from the clear luer connector. However, the evaluation of the retained sample from the same lot did not find any deviations. After completing the analysis, it is suspected that over-tightening of the connection may have caused the reported cracking of the connector. According to the instructions for use (IFU), "repeated over-tightening of luer lock connections, syringes, and caps will reduce connector life and could lead to potential connector failure." Additionally, the IFU indicates that repeated or prolonged exposure to alcohol or alcohol-containing antiseptics could degrade the catheter. The issue does not pose a risk to the patient and could only result in treatment delay. The risk has been identified within the risk analysis, and the occurrence rate is below the acceptable frequency rate as outlined in the risk analysis document.

Event description:
Required additional procedure for catheter exchange. After needleless connector changed, rn noted infusate leaking at luer lock connection. Vascular access rn at bedside to assess, linear crack visualized on clear lumen of catheter. PICC exchanged performed. 2 separate patients catheters have cracked - it is a linear crack down the luer lock connection.

Event description:
Required additional procedure for catheter exchange. After needleless connector changed, rn noted infusate leaking at luer lock connection. Vascular access rn at bedside to assess, linear crack visualized on clear lumen of catheter. PICC exchanged performed. 2 separate patients catheters have cracked - it is a linear crack down the luer lock connection. Note: customer mistakenly referred to the luer as a "lumen". The "crack visualized on clear lumen of catheter" should be luer. Reports 3013666218-2024-00002 and 3013666218-2024-00001 have the same reported issue, lot, and both refer to the luer being the component.

Manufacturer narrative:
Review of device history record (DHR): finished good: pfm2ct4dn; lot number: 2306-048; released date: 07/26/2023; expiration date: 04/28/2025; manufactured date: 06/22/2023; quantity: (B)(4) units. Component attributed to the complaint: r3-0152-01 4f x 50cm dual lumen pfm PICC catheter; the component inspection records were reviewed and and found to be in order. The lot has been depleted in the inventory. Review of complaints log (year 2021-current): 11 similar complaints of luer connector cracks/leak have been identified. Review of ncr's and CAPA's (2021- current): no CAPA or ncr has been recorded that could have contributed to the complaint. Total sales of PICC product from 2017-2024 = (B)(4) units. Occurrence rate = (B)(4). Review of risk analysis: the risk is identified within the risk analysis. Rsk-00127-02-ae. Index 63 "prolonged procedure/delay in treatment/ replace catheter": "hub crack (leak): damage, exceed torque limits of luer, improper use of chemicals to clean the hub"; probability of occurrence: (B)(4). Current occurrence rate: (B)(4). The occurrence rate is within the acceptable frequency rate as outlined in the risk analysis. Retain sample evaluation: leak testing: leak test was performed for both clear and purple luer connectors of the retain sample from the same lot. Clear luer connector: no leak was observed after applying 90psig for a minimum of 15 seconds. Purple luer connector: no leak was observed after applying 90psig for a minimum of 15 seconds. Retain sample additional testing: the needle-free valve was repeatedly connected and disconnected with considerable force to the luer connector, and no signs of cracking were observed thereafter. Retain and return sample comparison: the photo below shows the difference between the needle free valve used during treatment and the pfm supplied valve. Return sample evaluation: the samples for (B)(6) arrived together in a single package, labeled as 1 and 2, respectively. Returned samples visual inspection: the reported competitor valves, bd maxzero (mz1000-07) needle-free valve (labeled as "label1") is still connected to the clear luer connector, whereas the ICU medical needle-free connector (labeled as "label2") remains affixed to the purple connector. Return sample leak and connection testing: leak testing was conducted on the clear luer connector of the returned sample (label2) . Upon connecting the connector and applying pressure, an immediate leak was observed, confirming the reported leakage. An attempt was made to disconnect the competitor valve from the purple luer connector; however, it could not be removed due to the overtightened connection. Root cause analysis: after conducting the retain and return sample assessment, the exact root cause of the issue remains undetermined. There is a potential indication that repeated over-tightening of the connection may have contributed to the problem, as evidenced by the difficulty in removing the competitor's valve from the returned sample. However, this cannot be definitively confirmed at this time. Conclusion: the returned sample was verified and investigated. Upon inspection, it was observed that the needle-free valve utilized during infusion was identified as a competitor's valve, differing from the one originally supplied. Subsequent leak testing confirmed the reported leakage from the clear luer connector. However, the evaluation of the retained sample from the same lot did not find any deviations. After completing the analysis, it is suspected that over-tightening of the connection may have caused the reported cracking of the connector. According to the instructions for use (IFU), "repeated over-tightening of luer lock connections, syringes, and caps will reduce connector life and could lead to potential connector failure." Additionally, the IFU indicates that repeated or prolonged exposure to alcohol or alcohol-containing antiseptics could degrade the catheter. The issue does not pose a risk to the patient and could only result in treatment delay. The risk has been identified within the risk analysis, and the occurrence rate is below the acceptable frequency rate as outlined in the risk analysis document. Follow-up report has been sent to FDA in order to add note in event description: note: customer mistakenly referred to the luer as a "lumen". The "crack visualized on clear lumen of catheter" should be luer. Reports 3013666218-2024-00002 and 3013666218-2024-00001 have the same reported issue, lot, and both refer to the luer being the component.